Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter had a power issue (battery indicator). The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began on (B)(6) 2018, 12:00pm, when the patient noticed the battery indicator and decided not to test. The patient manages her diabetes with insulin (self-adjuster) and reported that she continued with her usual dose of ¿2 units fast acting insulin¿ at 13:30pm before her lunch at 14:00pm. The patient stated that at around 6:00pm she then developed symptoms of ¿dizziness, sweaty shaking and weakness¿. The patient reported that she immediately self-treated with food/drink ¿water and sugar¿. The patient denied using another blood glucose device to obtain a result. At the time of troubleshooting, the csr noted that the meter was being used for the first time and based on the information provided there had been no misuse of the product. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.